Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: during investigation, a review of the black box showed no unusual fluctuation of the voltage. The pump powered on normally with vibratory and audible sounds. The rewind, load and prime sequence were successfully performed. During testing, all of the pump currents were found to be within specification. No overheating was duplicated during testing. The pump cover was removed and no evidence of loose components or moisture contamination was observed inside the pump. The temperature issue was not duplicated during the investigation. There was no defect found.